Event description:
The reporter states that he obtained the blood glucose comparisons with results 80 mg/dl, 98 mg/dl and 146 mg/dl on the accu-chek advantage system. The results were obtained within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.